Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant tsvtb13 fractured. The implant will be removed on (B)(6) 2020.

Event description:
The implant in dental site 30 was removed.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use and debris about the threads. The collar is noted to have a hairline crack running down to the threads. Fracture was therefore confirmed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number: 62520324. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A definitive root cause could not be identified.

Event description:
No further event information is available at the time of this report.